Event description:
A customer reported an issue with the continuous glucose monitor, noting that a cgm error 42 had occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided detailed instructions for resetting the pump. After following the guidance, the error was resolved, and the customer successfully began a new sensor session.